Event description:
This report is being filed after the subsequent review of the following journal article, konstantinidis, l. Et al (2009, november). Clinical and radiological outcomes after stabilization of complex intra-articular fractures of the distal radius with the volar 2.4 mm lcp. Arch orthop trauma surg, 130, 751¿757. The authors conducted a study to evaluate the clinical and radiological outcomes and complications following osteosynthesis of complex intra-articular fractures of the distal radius with synthes device, the 2.4 millimeter (mm) locking compression plate (lcp). Seventeen men and 23 women with a mean age of 54.4 years (range, 19-86 years) were treated between june 2004 and august 2006 and were followed at a mean 73.1 weeks after surgery. The authors reported significant decrease in average final wrist range of motion and the following which required surgical revision: loss of reduction (one) and fracture incongruity (two); in addition: diffuse paraesthesia (11); tendon irritation (one); hypaesthesia on the dorsal aspect of the thumb (two); and a (B)(6) female who sustained rupture of the extensor pollicis longus tendon. They concluded that treatment of complex intra-articular distal radius fractures with the volar 2.4 mm lcp provided sufficient fixation to prevent clinically significant loss of articular reduction, acceptable patient outcomes and minimal soft tissue complications. This is a serious injury report for a 74 year old female who sustained rupture of the extensor pollicis longus tendon. This report is for an unknown 2.4 mm lcp. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is was an unknown 2.4 mm lcp. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.